Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported the stimulator was a blessing when it wanted to work right. Manufacturer representative (rep) tried many times to get the stimulator to work. They put a new battery in and still no luck. The patient has given up and told the surgeon to remove the whole unit. This was the 3rd stimulator and the last one. The patient was back on pain meds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there spinal cord stimulator was not working right, the stimulator is working in both legs, it is only supposed to be my right leg. Patient voiced frustration. Patient stated they were getting really upset about this machine is not working right. Patient reported they are asking doctor to remove it on monday; they have had this device for 6 years now, 1 month ago they put in a new battery and still cannot get stimulation out of their right leg. Patient reported their rep has tried many times to get it out of their right leg and has tried everything. Patient stated that maybe the paddle is not working right. Patient stated they have complained about this for the last 4 years and  get know where, this device was a gift from the heavens it really worked this is their 3rd device; patient stated they are taking this device out of their body.